Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint investigation was performed for observed falsely elevated alinity I ca 19-9xr results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and accuracy testing of reagent lot 22874fp00. Return testing was not completed as returns were not available. A ticket search for likely cause lot 22874fp00 did not identify an increase in complaint activity related to falsely elevated patient results. Trending review determined no trends were identified for the product for the issue. Accuracy testing was performed to evaluate the performance of reagent lot 22874fp00. An internal panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. A device history review was performed on the likely cause lot 22874fp00 which did not show any non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I ca 19-9xr for lot number 22874fp00 was identified.

Manufacturer narrative:
Health effect impact code: f26. Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32-20 that has a similar product distributed in the us, list number 8p32-21. Patient information, patient identifier: sid (B)(6) (ID could not fit in the a1 field, too many numerical values).

Event description:
The customer reported a false elevated alinity I ca 19-9xr result for a (B)(6) male patient that undergone cancer surgery. It is unknown if the patient has been diagnosed with pancreatic cancer. The following data was provided: on (B)(6) 2021 sid (B)(6) = initial result (alinity ai04579) = 48.69 u/ml / repeat = < 2.1 u/ml / repeat on another alinity analyzer = < 2.1 u/ml / cea= below the cutoff. There was no impact to patient management reported.